Manufacturer narrative:
(B)(4). The device was not returned; however, a companion sample was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the companion sample revealed no abnormalities that could have contributed to the reported condition. Functional testing determined that the companion device performed within specification. The evaluation could not confirm the reported condition. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the night infusion of total parenteral nutrition, the home patient (hp) had noticed a leak at the connection site between the patient line extension set and the non-baxter administration set. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.